Event description:
The io gun at toowoomba lifeflight base failed on a big job last week. It seems to be working now. I have left it at the front desk of our base at 180 mcdougall street and would love it if a technician could look at it and report back if there were any issues for our purpose of auditing what went wrong. The only thing I wondered is whether the cold weather that day contributed; it was last thursday which was the coldest day in toowoomba in 17 years and the crew were using it roadside.

Manufacturer narrative:
Qn# (B)(4). Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. The driver had power when the trigger was pulled and displayed a solid green led display. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft^3) and hard (105 lbs/ft^3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. During the first attempt, the driver was unable to negotiate the medium saw bone during insertion testing. Multiple attempts were made but the driver lost power during the insertion testing. The complaint is confirmed. The driver was opened to test and record operating characteristics. Battery voltage measured as 17.7 dc volts (voltmeter: ref-002629) without being activated and measured 13.4 dc volts when the trigger was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). These values were within expected range. An attempt was made to parse the eeprom data. Although the data was read, it was observed that the data was corrupted and could not be used for this investigation. The current of the circuit was measured to be 0.421 amps (voltmeter: ref-002629), which is within the normal operating range of 0.196-3.213 amps per r & d. This confirms that there was no short in the circuit. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. The battery pack was then disassembled and individual voltage measurements were taken from each cell starting at the black wire (vol tmeter: ref-002629). Below are the results: cell 1: 2.96 vdc cell 2: 2.95 vdc cell 3: 2.95 vdc cell 4: 2.96 vdc cell 5: 2.94 vdc cell 6: 2.95 vdc these battery cell values are slightly less than the 3v specification. Although there were no defects observed with the internal components, functional testing confirmed that the device experienced some type of abrupt battery failure. It cannot be determined what exactly caused the driver to experience the abrupt battery failure. Therefore, the root cause for this complaint issue is abrupt battery failure - undetermined. One section of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol." The complaint is confirmed. Upon functional testing, the driver was unable to negotiate the medium saw bone. The reason the driver lost power was due to abrupt battery failure. The root cause of this failure is unknown. No corrective/preventative actions will be assigned. The complaint is confirmed. Upon functional testing, the driver was unable to negotiate the medium saw bone. Although there were no defects observed with the internal components, functional testing confirmed that the device experienced some type of abrupt battery failure. It cannot be determined what exactly caused the driver to experience the abrupt battery failure. Therefore, the root cause for this complaint issue is unknown. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The io gun at toowoomba lifeflight base failed on a big job last week. It seems to be working now. I have left it at the front desk of our base at 180 mcdougall street and would love it if a technician could look at it and report back if there were any issues for our purpose of auditing what went wrong. The only thing I wondered is whether the cold weather that day contributed; it was last thursday which was the coldest day in toowoomba in 17 years and the crew were using it roadside.